Event description:
It was reported that "it became unable to pace during use although there was no problem in the beginning. There were no patient complications reported." Customer commented that maybe they fixated the device with excessive force and that the leadwire could be broken. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter without a syringe or packaging was returned for evaluation. The catheter was received tied in a loop at the 51cm proximal of the catheter tip. No visible damage was observed. The loop was removed from the catheter body and continuity testing was performed by connecting one lead to the electrode and the second lead wire to the corresponding electrode lead wire, when flexing the catheter. Continuity testing confirmed both the distal and the proximal electrodes were continuous and there were no short or intermittent conditions. The balloon inflated clear and concentric and did not leak. No visible damage to the catheter body was found. Visual examination was performed with the unaided eye. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of pacing issue was not confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.